Event description:
It was reported that the screw broke during insertion. No abnormal force or twist used by surgeon. Used an alternative method to complete the surgery.no further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
The device was requested for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include flexing the joint during insertion of the implant with the driver engaged, prying/leveraging the driver while the implant is still loaded, preparing a pilot hole that is too small, inserting the implant at an angle not co-axial to the pilot hole, incorrect driver and screw combination, or applying excessive force to the screw during implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.